Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) increased on it's own once. The patient looked at their patient programmer and it was more than they remembered increasing it. Relevant medical history includes post lumbar laminectomy syndrome and spinal pain.